Manufacturer narrative:
Philips investigated the remote alert indicating intermittent generator failure caused by overcurrent detection, which had the potential to impact imaging performance. The customer had not encountered any symptoms, nor were they aware of the issue. Nonetheless, a field service engineer conducted an on-site analysis of the system and performed tube conditioning, tube adaptation, tube yield calibration, and edl calibration. The system was found to be operating normally with no anomalies. Given that the proactive monitoring alert did not affect the customer, resulting in any operational malfunctions or critical effects on procedures, and posed no significant risk of death or serious injury, the complaint was classified as non-compliant. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the generator was intermittently failing with an overcurrent detected, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.